Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin, using cold insulin, and not properly cycling the cartridge. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days, use room temperature insulin, and to properly cycle the cartridge. A system check was performed by tandem technical support and no issues were identified. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.